Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten years and two months later, computed tomography (CT) revealed that the inferior vena cava filter was located at mid to lower level. There was a 16 degrees leftward tilt and 8 degrees posterior tilt. Abnormal positioning of the filter was absent. Nine strut tips extended beyond the inferior vena cava wall, maximally 3 mm. One tip touched the wall of aorta with loss of tissue plane, but no evidence for transmural/intraluminal extension. Filter strut fracture or bending was absent. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava (ivc) and filter tilt. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 11/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pelvic fractures. Approximately ten years and two months post filter deployment, a computed tomography (CT) scan revealed that the filter tilted and strut tips extended beyond the inferior vena cava wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.